Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation (surgeon kept the revised product). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant products: g7 screw p/n 010000997 l/n 3816853; g7 screw p/n 010001000 l/n r3165500a; g7 neutral arcom liner p/n 010000742 l/n 3395678; g7 screw p/n 010000998 l/n 3822946; g7 screw p/n 010000997 l/n 3604075.

Event description:
It was reported that patient underwent a hip revision one month post-implantation due the cup coming out of the socket. The patient had fallen one month prior. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.